Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.